Event description:
It was reported that during central processing, the 0-degree endoscope plus had a blurry image. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: customer reported that the endoscope issue was not associated with image inversion or uncontrolled motion, as the image was not inverted and the endoscope did not move freely or unexpectedly. No information was provided regarding reversed system controls. It was confirmed that no material was missing or detached from the portion of the device that enters the patient¿s body. Additional information indicated that the reported failure involved a blurry image, suggesting a vision-quality issue. No further details were provided regarding functional failures such as inability to rotate, target, or capture images, and no physical damage (e.g., missing input disk, cracked shaft, button pack damage, or lens damage) was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and the findings did not replicate or confirm the customer reported event. System logs revealed error 48221. Additionally, the endoscope was visually inspected and found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. A broken or detached piece was found in a location that could fall into the patient. The endoscope was found with cosmetic damage. During inspection of the endoscope cable integrated connector housing exhibited discoloration. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope cable was found to contain foreign substances stuck to the cable jacket. The endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddleboard (wpb) defect. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause is attributed to an electrical issue with the endoscope cable. The electrical issue is related to wpb defect. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.